Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, pain, granuloma and lymphadenopathy was request on december 01, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Additionally, ¿chronic granulomatous inflammation¿ and ¿silicone spillage¿ was reported.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary cables with evidence of pericentrimetric adenopathies".

Event description:
Healthcare professional reported right side rupture and "axillary cables with evidence of pericentrimetric adenopathies.¿ device has been explanted and replaced with a non-allergan device.